Event description:
It was reported that the patient passed away at home. The responding police officer stated that the death appeared to have been from natural causes. No foul play was suspected. The patient was not taken to the emergency department. The cause of death was unknown and it was unknown if the death was considered to be device related. It was unknown if the device operated as expected. The product would not be returned. The device could not be downloaded.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6) , and the reported patient outcome could not be conclusively determined through this evaluation. It was also communicated that it was unknown whether the death was considered to be device related, and it was unknown whether the device operated as expected. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.